Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient was not receiving adequate therapy. In turn, a representative attempted to reprogram the patient's lead but to no avail. As a result, on (B)(6) 2019, the patient's lead was repositioned, which addressed the issue.